Manufacturer narrative:
Photo/image analysis summary: a single photographic image of the patient¿s treated leg was provided. The photograph confirms redness and edema of the inner leg.

Event description:
Physician used the venaseal closure system to treat the great saphenous vein as per IFU. It was reported 5ml of cyanoacrylate was used to treat 47cms of vein, 5cms from saphenofemoral junction to 1/3 middle of the leg. The patient complained of pain during the procedure, the procedure was completed successfully with no further issues reported. It was reported that 10 days post-procedure, the patient presented with minor pain, redness, pruritus and edema of the inner leg, following the pathway of treated internal saphenous vein also had some local skin reaction to the adhesive dressing. The postoperative ultrasound showed the internal saphenous occlusion and an inflammatory reaction. The patient was treated with oral and topical anti-inflammatory medications. The patient is reported to be fully recovered.